Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had been exhibiting high and unstable threshold trends for several months. The lead connection was examined and the physician felt that the connection was secure. The lead was capped and replaced. No patient complications have been reported as a result of this event.